Event description:
This report is being filed upon notifification from our x-ray MFR, of an event that occurred in another country. This x-ray system's monitors fell of the suspension arm. All four screws of the suspension pin of the monitor arm were found broken. The arm was inclined which resulted in the monitor's falling off the support arm. A monitor hit the chief radiographer. He was offered first aid and returned to work shortly after the incident. There was no pt involved with this event.